Event description:
This female patient was undergoing coil embolization within a non calcified and vessel tortuousity of the 8mm right anterior communicating aneurysm (acom). The 8x15 coil was too small and during retrieval difficulty experienced unzipping the sheath. The coil was inspected prior to use. The tab was held and the zipper slide distally to the stopper without difficulty. The coil introducer strip away from the delivery tube without difficulty. There was no resistance encountered during advancing/placement of the coil. Continuous flush was maintained. There was no resistance when the coil was retracted by withdrawing the delivery tube out of the 2nd rhv. The coil introducer was secured in the 2nd rhv prior to re-zipping. Only the coil was removed and the procedure was completed successfully using combination of four (4) orbit coils and three (3) micrus coils. There was no adverse effect to the patient. The product is to be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.